Manufacturer narrative:
Event took place in (B)(6) and has been reported through (B)(4) distribution subsidiary (B)(4). Currently the data is poor and the device has not been sent back/ analysed. As soon as further data will be available a follow up report will be sent in to the agency.

Event description:
(B)(4). Initial reporter´s narrative: damage of the cannula. Damage of retaining plate/ wings.

Manufacturer narrative:
Based on risk management and clinical evaluation this file is considered as closed. This case has been sent in twice also as 9611612-2018-00002 (B)(4).

Event description:
(B)(4). Initial reporter´s narrative: damage of the cannula. Damage of retainig plate/ wings.